Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up and ok keypad buttons were intermittently unresponsive without damage to the keypad cover. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/19/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok, up, and contrast keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, a battery compartment crack was observed. There was evidence of moisture within the battery compartment. The battery cap was able to properly secure to the pump. A battery compartment leak was discovered during leak testing. There was no evidence of moisture on the pump¿s internal components and a power loss was not observed during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.